Manufacturer narrative:
The manufacturer issued a recall notification to the identified customers who received the affected products. Additionally, the manufacturer notified the FDA of the voluntary recall and gained concurrence of the customer letter prior to its distribution. On (B)(6) 2019, the voluntary recall was initiated. Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found in the review to indicate there was a manufacturing related cause for this event. Investigation summary: one catheter segment, dilator and peel apart sheath, reportedly from a powerport MRI isp, 8 fr chronoflex catheter kit, were returned for evaluation. Some damage was noted to the sheath. The t-handle of the sheath indicated a size of 6.5f. The catheter was measured and found to be 8f, as reported, and the catheter would not advance through the sheath based on the size difference. Although no labeling was returned, the investigation is confirmed for the fit issue, specifically due to an incorrect component, as the reported lot number has been confirmed to have some kits with the incorrect sheath size. Per the manufacturing site's investigation, the root cause has been determined to be manufacturing-related. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. Expiry date: nov / 2019.

Event description:
It was reported that the catheter allegedly would not advance through the introducer sheath. It was further reported that another introducer was used to complete the case. There was no reported patient injury.